Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. Per the clinical review: pt with esrd on peritoneal dialysis using the cycler, developed peritonitis without any history of device malfunction of fluid leaks. Peritonitis is a known complication of peritoneal dialysis, usually caused by use error. The pt is legally blind and depends on her visually impaired spouse for dialysis treatments. From the medical records received, during training the pd rn noted on (B)(6) 2013: magnifying light attached to the side of cycler cart. Hopefully use of the light will enable husband to stay further away from connection. Getting very close to the connection due to visual impairment is a likely cause of peritonitis". A supplemental MDR will be submitted at the completion of the investigation.

Event description:
During follow up of unrelated event, the peritoneal dialysis registered nurse (pdrn) reported the pt was diagnosed with peritonitis on (B)(6) 2014. Medical records indicate that on (B)(6) 2014, the pt had come into her monthly clinic visit with a sample of cloudy effluent. She was given vancomycin and ceftazaidime intraperitoneally. The bacteria was (B)(6). There is no allegation of leaks during treatment and a search of the complaint information system confirms there were no complaints alleging leaks during treatment in the system within 72 hours of the date of this event. The pt is continuing on continuous cycling peritoneal dialysis (ccpd).